Event description:
The initial reporter received a questionable elecsys anti-hbs ii (anti-hbs ii) result from one patient sample tested on the cobas 6000 e601 module. On (B)(6) 2024: the patient received an igg immunoglobulin infusion at 11:00. The initial result from the module was<2.0 with an interpretation of non-reactive (the time the result was obtained and the unit of measurement was not provided.) The patient sample was sent to another laboratory that uses a liaison xl analyzer for a rerun. On (B)(6) 2024: the repeat result from the liaison xl was >1000 (the unit of measurement was not provided). On (B)(6) 2024: it was reported that the result from a siemens analyzer was also non-reactive. The reporter suspects an interference and would like to know if the immunoglobulin infusion may have caused the event.

Manufacturer narrative:
The serial number of the cobas 6000 e601 module is (B)(6). The investigation reviewed the calibration and qc graphs. The results are within specifications. The investigation is ongoing.

Manufacturer narrative:
The customer stated that the initial anti-hbs ii result was obtained before the immunoglobulin infusion. The investigation reviewed the calibration and qc graphs; the results were within specifications. Four patient samples (collected before and after the patient received an infusion of kiovig human igg antibodies) were received for investigation. The investigation confirmed the customer's anti-hbs ii result. The investigation determined the event was due to igg antibodies from the infusion. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined the reagent performed according to specifications.